Event description:
Boston scientific received information that this right atrial (ra) lead had been previously repaired for insulation damage twice. Recently it was noted to have loss of capture, no sensing and low impedance measurements of 212 ohms and less. As a result, the lead was surgically abandoned and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.